Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure; the surgeon noticed a scratch in the center of the iol. The surgeon decided to cut iol out right away and inserted a new same model same diopter company iol during initial procedure. The procedure was completed on same day without any harm to the patient. No further information expected as reporter unwilling to provide additional information.